Manufacturer narrative:
A request for additional information has been made. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this pacemaker's battery has depleted. The battery life did not meet the patient's expectations. This device remains in service at this time. No adverse patient effects were reported.